Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. The complaint sample could not be evaluated and the reported event could not be confirmed. Therefore, the root cause of the issue could not be identified. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.